Event description:
It was reported that the insulin pump had a full black screen. The blood glucose reading was 94 mg/dl. The customer stated that the insulin pump had neither been exposed to extreme temperatures nor direct sunlight. Advised the customer to stabilize at room temperatures; the customer noted that the black screen did disappear. The insulin pump passed the self test. She noted that she had already changed the infusion set and reservoir in the morning. Advised the customer the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.